Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and contamination issue. Additional information received from the field representative indicates that the origin of the contamination was not determined. Furthermore, it was also unknown if the device and leads contributed to the contamination. There were no additional adverse patient effects reported. The rv lead was explanted.